Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 11 mg/dl while wearing the pod. The patient reports they had an epileptic seizure and feeling lethargic. The patient was taken by ambulance to the hospital. Once at the hospital the patient was placed in the intensive care unit. The patient had tests administered and a port was placed in the patients neck to deliver sugar water as well as three bags of blood. The patient reports their blood glucose level had rose to 400 mg/dl. The patient was treated with insulin. The patient was in the intensive care unit for 11 days. It should be noted the patient was diagnosed with multiples sclerosis.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.